Event description:
It was reported that the patient's right ventricular (rv) lead was experiencing high capture threshold. The rv lead was capped and replaced with alternate rv lead on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.